Manufacturer narrative:
D4: model and catalog numbers corrected. G2: report sources corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had neurological dysfunction on (B)(6) 2024. The patient had neuropathy for greater than 24 hours with symptoms of headache and difficulty seeing. A computed tomography (CT) was performed and captured an intracranial hemorrhage in the left hemisphere. The patient had a hemorrhagic stroke with clinical symptoms of weakness of the right side of the body. There was no notable cause within the scope of appropriate anticoagulation treatment that caused the stroke. The patient was given warfarin (coumadin) and aspirin. It was noted that the neuropathy was caused by the complexity of medical management. The patient was admitted to the hospital on 02jun2024 for the neurological dysfunction. The patient was given an intravenous kcentra (prothrombin complex concentrate) and vitamin k2 drip and more warfarin and aspirin as a conservative treatment. The neurological deficits and bleeding resolved but the visual field impairment remained. The patient was rehabilitated, and aspirin was not resumed. The patient was able to walk with no problems despite the visual impairment and had their anticoagulation treatment reversed. The patient was scheduled to be released from the hospital after rehabilitation.